Event description:
The duett was deployed following an interventional procedure via a 7 fr sheath in the right common femoral artery. Following the deployment, the pt experienced pain in the lower portion of the affected leg. An occlusion was confirmed, and treatment consisted of a surgical thrombectomy. The treatment was successful, no further complications were reported and the pt was discharged.